Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) reflin (1gram, once a day), intraperitoneal injection (ip) and tobramycin (40milligram, once a day, route not reported) for the peritonitis. The outcome was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.